Event description:
It was reported that impedance measurements were >4000 ohms on the left and right side. The pt is experiencing a loss of efficacy and the hcp indicated the pt may have fallen in the past (unclear). Additional info has been requested; a follow-up will be sent when additional info becomes available.

Manufacturer narrative:
(B)(4).